Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Pump was not returned for investigation. Data logs were returned and there was no placement signal not reliable alarm. Only snr and contrast optical parameters were affected without seeing any trend in placement signal and p-level change throughout the case run. The data matches no established consistent trends. The before and after pumps were investigated as well and no similar abnormalities were found. Therefore, the root cause of the optical signal issue was not determined since product was not returned and data logs were inconclusive. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an implanted impella 5.5 pump experienced an intermittent loss in placement signal during patient support. The alarm was subsequently disabled and support continued while the staff monitored the patient's hemodynamics, motor current, and pump flow. The decision was made to withdraw care, and the patient expired.